Event description:
An infection was reported. Per the reporter status post pocket revision date- unknown. It was unknown the organism. The patient outcome was noted as recovered without sequela.

Event description:
It was reported that the patient experience wound dehiscence and pain at the pump site. The pump site was revised (B)(6) 2012 and the symptoms continued with erythema and fever at the site. A wound culture was performed and results were "rare white blood cells, 1 colony of (B)(6)". The patient was "placed on multiple antibiotics". The patient was "doing well with oral medication, seeing infectious diseases and plastic surgery for future surgery of scar at pump site". The pump was delivering morphine, bupivicaine and clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomaly found. Analysis of the catheter and pump connector revealed tears, cuts or coring in the sc connector; no leak seen in lab and no leak allegation. No significant anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter: model # 8709sc, lot # n260135010, implanted on: (B)(6) 2010, explanted on: unknown. (B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.